Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was over infusing. The following information was received by the initial reported with the following verbatim. Alaris pump incorrectly infusing medications despite monitor displaying correct rate. Noticed IV thiamine infused slightly quicker than programmed rate approx 5-10 minutes faster. Subsequently found with azithromycin administration that IV abx finished approx with 30 minutes left although medication bag size was 250 cc as per pdtm and pump was programmed for 275 unsure at this point if this was related to pump or IV infusion volume. Potassium chloride 20mmmol replacement was subsequently spiked and finished rapidly faster than set rate. This is when suspicion arose for faulty pump and infusions were stopped through this channel. Brain and channels were subsequently changed. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
It was reported by customer that IV thiamine infused slightly quicker than programmed rate approx 5-10 minutes faster. No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. No product will be returned per customer. No investigation was performed. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.